Event description:
When surgeon attempted to take a biopsy of a vocal cord lesion, one cup of the biopsy forceps broke off and fell into the larynx. It was retrieved with another biopsy forceps.====================== health professional's impression======================the laryngeal biopsy forceps need to have a protective pouch to protect the delicate cups; no heavy laryngoscope should be placed on top of the delicate biopsy forceps.